Event description:
Pt was receiving an epidural for childbirth when tip of the epidural catheter broke off in pt. Tip has been left in pt at the advice of the physician and medical literature which supports not performing invasion treatment to remove. Pt delivered healthy baby boy via natural childbirth. Mother and baby were discharged on schedule.

Manufacturer narrative:
(B)(4).